Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence submitted for an ar-3636h, batch 15339504. The image shows that the device¿s tip is fractured. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the issue. The most likely cause can be attributed to misuse, such as: improper bone preparation, misaligned insertion, or prying or leveraging the device during insertion. Per dfu dfu-0054-eo revision 7, e. Warnings, 7: avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.

Event description:
On 08/27/2025, a sales representative reported via email that the inserter of an ar-3636h knotless 1.8 hip fibertak anchor had broken off in the acetabulum (see attached photo). The case was completed, and it was noted that the broken piece was not retrieved. This was discovered during a hip labral reconstruction procedure performed on (B)(6)2025. Additional information was received on 09/08/2025: the breakage occurred immediately upon insertion of the ar-3636h knotless 1.8 hip fibertak anchor into the bone. A portion of the anchor broke and was retained in the patient. The procedure was completed using another ar-3636h knotless 1.8 hip fibertak anchor. There was no case delay, no additional anesthesia administered, and no adverse effects reported. A 1.9 mm hard bone drill was used to prepare the bone for implant insertion, and the patient's bone quality was assessed as solid. No additional surgery is planned for the removal of the retained anchor fragment.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.